Event description:
A patient has reported that she was undergoing treatment when the machine alarmed. The patient has already removed everything from the cycler but when she did so she saw cycler door and cassette were moist. Tubing was discarded. No report of patient ill effect.

Manufacturer narrative:
No sample was returned for evaluation. Event data to be trended per quality data analysis procedure.